Event description:
It was reported that stent was difficult to position and failed to expand. The greater than 80% stenosed target lesion was located in the left internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent could not be opened within the vessel after being deployed and it slid to the proximal part in the blood vessel. The stent was removed using a guide catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent was difficult to position and failed to expand. The greater than 80% stenosed target lesion was located in the left internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent could not be opened within the vessel after being deployed and it slid to the proximal part in the blood vessel. The stent was removed using a guide catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified multiple inner sheath kinks and multiple outer sheath kinks. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified multiple inner sheath kinks and multiple outer sheath kinks. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.

Event description:
It was reported that stent was difficult to position and failed to expand. The greater than 80% stenosed target lesion was located in the left internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent could not be opened within the vessel after being deployed and it slid to the proximal part in the blood vessel. The stent was removed using a guide catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that stent was difficult to position and failed to expand. The greater than 80% stenosed target lesion was located in the left internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent could not be opened within the vessel after being deployed and it slid to the proximal part in the blood vessel. The stent was removed using a guide catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter zip/post code: updated. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified multiple inner sheath kinks and multiple outer sheath kinks. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder. No other issues were identified during the product analysis.